Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As stated in the e-mail, "we¿re reporting a potential ae that was posted as a linked (B)(6) video to the (B)(6). The video was published by the patient and tweeted out by the bleeding edge. The video shows her speaking to the (B)(6)health and human services committee about her adverse event with a depuy pinnacle hip replacement.." Video details bilateral pinnacle hip replacements. Patient indicated she experienced boils, hearing loss, irregular heart beat and heart tissue changes, kidney pain, joint pain, mood / behavioral problems, soft tissue injury and elevated ions.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.